Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the displacement test, basic occlusion test, occlusion test, excessive no delivery test and prime test. The motor passed the motor test. No motor error alarm noted. The device was received with minor scratched display window, cracked case display window corner, cracked battery tube threads, cracked reservoir tube lip and cracked reservoir tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported receiving a motor error alarm on the insulin pump. Customer stated that the motor error alarm occurred in the end of bolus delivery. Customer did not recall any significant events leading up to this event. Blood glucose level was 266 mg/dl at the time of the call,. No further information was provided.